Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mildly tortuous and calcified artery. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During the second imaging attempt, air bubbles were observed inside the catheter. The device was removed and flushed outside the patient. The catheter was re-advanced but failed to image. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter address 1 - (B)(6). E1 - initial reporter phone - (B)(6).